Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 400 mg/dl. Customer having to deliver more insulin through the day. Customer decline troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump programmed with a basal rate of 1.0 u/hr and monitored. All basal rates registered properly in the pump history summary noted. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratched lcd window.